Manufacturer narrative:
E1: initial reporter address, postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had air intake problems. This was discovered during priming on a compounder pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured on august 30, 2022 ¿ september 01, 2022. The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by installing the valve set sample onto a compounder and a lipid leak was not observed. The valve set was analyzed at various point throughout the prime and verify process and pump calibration process. A leak was not verified when attempting a ui flush after prime and during the pump calibration process.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.